Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in used condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When activating the electrode, the output shorted warning was displayed. The device will be sent to the manufacturer for further analysis. Manufacturer analysis result for the device returned in the shelf carton and blister. The distal tip is in a used condition and a charred section can be seen at proximal end. Handle assembly is in good condition. Cable and plug are in good condition, procedural residue visible in suction tube. Electrical testing: the device failed the hipot active return parameter. Functional testing: the device failed the activation ablate immediate "output short" and spark. The customer reported that 'during the surgery, output short circuit appeared'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device serial number and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure the vapr s90 4.0mm w/integr hdp -ea device output short circuit appeared after the electrode got connected with the generator. During an in house evaluation, it was found that the device had a melted manifold and an electrical problem identified. There were no adverse consequences to the patient. No additional information could be provided.